Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08625. It was reported that a patient presented via remote transmission. Review of transcripts revealed episodes of over-sensing. It is unclear if the over-sensing was due to the right ventricular lead or implantable cardioverter defibrillator. Patient was scheduled to present in clinic. Patient remained asymptomatic throughout event.